Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified fold crease, wear abrasion, white particles, and curved openings with striated edges. Fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is curved striated openings assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade unknown, breast deformity, patient concern with the product, and breast carcinoma.

Event description:
Healthcare professional reported "right breast deformity," capsular contracture, baker grade unknown, and patient concern with the product. Additionally reported "breast carcinoma"; this event is not related to the device. Device has been explanted.

Event description:
Healthcare professional confirmed baker grade iii.